Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high rate non-sustained episodes and high sensing integrity counter (sic). In addition, possible ventricular oversensing was noted on the stored electrograms (egm). It was noted by the caller that the alert and episodes coincided with surgery, although the type of surgery is unknown. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.